Manufacturer narrative:
The previous follow up failed to include the reportable decision. The correction is as follows: previously the manufacturer reported a red alarm was on while in patient use. There was no patient harm or injury reported with this notification. The device was returned to a third-party service center for evaluation. A service required alarm condition indicating a charging issue was observed. The device's detachable battery was replaced to address the issue.

Event description:
The manufacturer received information alleging "the red alarm is on" while in patient use. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.